Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of mechanical damage to the housing of the mobile power unit (serial number: (B)(6) was confirmed during evaluation at the european distribution center. Visual inspection revealed that the bottom housing and battery door were both cracked. The unit was functionally tested and found to perform as intended despite the observed mechanical damages. The root cause of the reported event was unable to be conclusively determined via this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No issues related to labelling were noted. The heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook section 6, entitled ¿equipment maintenance¿, explain how to properly care for all equipment, including the mobile power unit. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspection of the mobile power unit for damages. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the battery cover of the mobile power unit (mpu) was broken around the closing screw. There were no technical issues related to the damage, but the mpu was exchanged.